Event description:
A nurse called to report that the customer had been hospitalized for high blood glucose levels and she left the insulin pump at the hospital. The customer was contacted and she stated that her doctor took her off the insulin pump, so she decided to leave the insulin pump at the hospital and have it donated. Offered to troubleshoot the insulin pump, but the customer declined.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.